Event description:
During service testing, the baxter repair tech reported that the device under delivered on channels a and c. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.